Manufacturer narrative:
The technician replaced the side rail and the side rail side brackets to resolve the issue.

Event description:
The account alleged the side rail was broken and would not latch. No patient impact.